Event description:
The customer obtained initial total beta-hcg results of 205 miu/ml on one patient sample when it was run noat. Repeat testing of the same sample gave a result of >300 miu/ml. Subsequent testing of the same sample when diluted gave a result of 1,560,000 miu/ml. A bias of this magnitude might lead to inappropriate physician action there was no report of patient harm as a result of this event.